Event description:
It was reported a spectrum pump would alarm door not fully latched even when the door was closed. It was also reported there was no pt incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were reproduced and confirmed through eval. This condition was caused by the force needed to close the door being above expected levels. The door hooks and latch pins were replaced per baxter's service procedure to correct this condition.